Manufacturer narrative:
(B)(6). As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. Approximately twelve years after placement, the patient was informed that his filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted, embedded in the wall of the ivc and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. Approximately twelve years after placement, the patient was informed that his filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the filter was significantly tilted, embedded in the wall of the ivc and could not be removed. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, blood clots, clotting, occlusion of the inferior vena cava, unspecified injury to the vena cava, pain, filter occlusion and constant worry, anger. The form also noted that there was as unsuccessful attempt to remove the device approximately one year and five months after the index procedure.   Information received per the medical records indicate that the patient has a history of deep vein thrombosis, a mass in right kidney, a prothrombin gene mutation and a heterozygous mutation of the factor v leiden. The filter was deployed via the right femoral vein. It was placed below the origin of the renal veins. The procedure was tolerated without any reported complications.   Three days prior to the index procedure, a computed tomography (CT) scan revealed a large intensely enhancing partially calcified mass in the upper and the interpolar region of the right kidney, highly suspicious of primary renal cancer. No tumor thrombus within the inferior vena cava (ivc) the right renal vein or left renal vein are noted. These are well opacified and within normal limits. Three days after the index procedure, the patient had an abdominal exploration procedure with renal embolization followed by a radical nephrectomy. One year and five months after the index procedure the patient had a bilateral leg venous ultra sound done for right leg pain and obstruction in the common femoral vein, deep vein thrombosis. An abdominal x-ray revealed that the vena cava filter was at the l2-l3 level. A venocavagram revealed that the filter was tilted 10-15 degrees. After multiple attempts during a removal procedure, the filter was unable to be removed. One year and six months after the index procedure, an ultra sound revealed probable deep vein thrombosis in the right common femoral, right superficial femoral and right popliteal veins. The left leg was free of significant deep vein thrombosis. A venogram of the right lower extremity and inferior vena cava revealed a long diffuse narrowing of the right common femoral and external iliac vein. There was chronic post -thrombotic changes with chronic occlusion of the right superficial femoral vein and recanalized associated vessels with destroyed valves. Three years and eleven months after the index procedure, the patient experienced left leg redness, pain and swelling. There was no evidence of thrombosis. Five years and two months after the index procedure, the patient was diagnosed with gastroenteritis. Six years and six months after the index procedure, the patient experienced pain behind their left knee. An ultra sound was done and there was no evidence of vein thrombosis in the left leg. Eight years and seven months after the index procedure, the patient was admitted to the hospital for pain in the right thigh due to a muscle sprain. Twelve years and eleven months after the index procedure, the patient experienced recurrent deep vein thrombosis while on anticoagulation therapy. Section e3: occupation: other, litigation paralegal section h6: patient code '1984' was used as a code for the reported events of "occlusion of the filter device, vein occlusion and occlusion of the inferior vena cava." Patient code '2572' was used as a code for the reported events of "long diffuse narrowing of the right common femoral and external iliac vein and recanalized associated vessels with destroyed valves." Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Section b5: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of deep vein thrombosis, a mass in right kidney, a prothrombin gene mutation and a heterozygous mutation of the factor v leiden. Three days prior to the index procedure, a computed tomography (CT) scan revealed a large intensely enhancing partially calcified mass in the upper and the interpolar region of the right kidney, highly suspicious of primary renal cancer. No tumor thrombus within the inferior vena cava (ivc) the right renal vein or left renal vein are noted. These are well opacified and within normal limits. Three days after the index procedure, the patient had an abdominal exploration procedure with renal embolization followed by a radical nephrectomy. The filter was placed below the origin of the renal veins. The procedure was tolerated without any reported complications. Approximately twelve years after placement, the filter had subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, significantly tilted, embedded in the wall of the ivc and could not be removed. Per the patient profile form (ppf), the patient experienced tilting of the filter, blood clots, clotting, occlusion of the inferior vena cava, unspecified injury to the vena cava, pain, filter occlusion and constant worry, anger. The form also noted that there was as unsuccessful attempt to remove the device approximately one year and five months after the index procedure. One year and five months after the index procedure the patient had a bilateral leg venous ultra sound done for right leg pain and obstruction in the common femoral vein, deep vein thrombosis. An abdominal x-ray revealed that the vena cava filter was at the l2-l3 level. A venocavagram revealed that the filter was tilted 10-15 degrees. Despite multiple attempts, the filter was unable to be removed. One year and six months after the index procedure, an ultra sound revealed probable deep vein thrombosis in the right common femoral, right superficial femoral and right popliteal veins. The left leg was free of significant deep vein thrombosis. A venogram of the right lower extremity and inferior vena cava revealed a long diffuse narrowing of the right common femoral and external iliac vein. There was chronic post -thrombotic changes with chronic occlusion of the right superficial femoral vein and recanalized associated vessels with destroyed valves. Three years and eleven months after the index procedure, the patient experienced left leg redness, pain and swelling. There was no evidence of thrombosis. Five years and two months after the index procedure, the patient was diagnosed with gastroenteritis. Six years and six months after the index procedure, the patient experienced pain behind their left knee. An ultra sound was done and there was no evidence of vein thrombosis in the left leg. Eight years and seven months after the index procedure, the patient was admitted to the hospital for pain in the right thigh due to a muscle sprain. Twelve years and eleven months after the index procedure, the patient experienced recurrent deep vein thrombosis while on anticoagulation therapy. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature, vein disorders, vena cava injury, and venous occlusion do not represent a device malfunction. Anxiety, swelling of the legs, reddened skin and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.